Event description:
It was reported the machine froze and started moving all around from the various buttons on its own. Sherlock is disappearing a lot lately.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the machine froze and started moving all around from the various buttons on its own. Sherlock is disappearing a lot lately was confirmed. Sr8 logs confirm there was an error related to the lost sherlock connection, port connection was disrupted during use.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the machine froze and started moving all around from the various buttons on its own. Sherlock is disappearing a lot lately.